Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 76" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation australia for evaluation. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical corporation. The customer's report was attributed to a detached connector on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.